Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the power supply board was defective and needed replacement. It was later informed that the customer was not interested in repairing the unit. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to duplicate the issue. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) would not power-up. There was no patient involvement, and no adverse event reported.